Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient's implant was no longer working and there was no medicine in there. The hcp reported that the pump was sutured and had come undone and so now the pump was just floating around. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.